Manufacturer narrative:
The device was returned to zoll medical corporation. Review of the device logs identified multiple low battery events, battery voltage was observed to drop below the valid operating threshold. A failed h-bridge test was recorded and defibrillator charging was unsuccessful during power-on attempts. These power-related conditions may result in a red "x" indication when the device is in rescue mode. No batteries were received for testing; the reported condition could not be reproduced during functional testing. During bench testing, the device failed the off-current test, which may contribute to the reported fault. Based on the log review and test results, a power-related issue cannot be ruled out. Replacement of the main board is recommended as a precautionary measure. No emerging trend based on similar reports.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.